Manufacturer narrative:
Follow-up submitted to report corrections. Device received is different from that which was submitted on the initial 3500a report. Lot number and manufacture/expiration dates previously submitted do not apply.

Manufacturer narrative:
Follow-up submitted to report device evaluation. Updated for report submission date and to report device evaluation results. Updated for catalog number and UDI number, for device return date, for follow-up report submitter, for awareness date, for PMA/510 (k) and for report type and follow-up number. Updated for follow-up type, for device evaluation status and patient code, method, result and conclusion codes.

Event description:
Per complaint (B)(4), patient presented to clinician for limited exam for pain. Prior to incident, patient was chewing popcorn, when they felt a crack and experienced pain. Upon examination it was discovered that the patient's bone had broken and the implant had lost integration. The implant was extracted.